Event description:
Hosp reported that while using a sims manual resuscitator and transporting open heart pts using supplemental oxygen, they observed that the pt's o2 saturation level dropped. The hosp reported two incidents. Reportedly the resuscitators were replaced and the pt's o2 levels were restored without harm to either pt. According to the hosp they later observed that the check valve barely moved.